Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the first three bands were successfully deployed without problems. When the physician tried to deploy the fourth band, it could not be deployed. A second attempt was made but still the band could not be deployed even if the handle was rotated with click sound. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Photos of the complaint device outside the patient were provided by the customer and showed the bands had moved from their position in the ligator and the white band was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the first three bands were successfully deployed without problems. When the physician tried to deploy the fourth band, it could not be deployed. A second attempt was made but still the band could not be deployed even if the handle was rotated with click sound. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands had moved from their position in the ligator and the white band was broken.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed. A visual evaluation noted that the ligator head returned with four bands attached, some of them had moved from their position and overlapped. One band was broken/damaged. These findings were consistent with the findings per media analysis based on the photos provided by the customer. The slack was taken up correctly and the trip wire was secured. The suture thread was cut, possibly during he device removal. The device was observed under magnification, and the ligator head teeth and the suture hole were both in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the four bands attached the ligator head had moved from their position and overlapped and there was one band broken. These conditions suggest that the device unable to deploy. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device, and the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.